Manufacturer narrative:
A report is being submitted for investigation completion. The product and clinical data were received for evaluation. After a thorough and meticulous review of the 6 episodes from the patient, our licensed annotations specialists had concluded that all episodes were incorrectly labeled and identified as false pauses withheld by the ai from remote monitoring network. During our team¿s evaluation using the visualization platform, observed that those were true pauses based on the individual device pause programming settings. These findings were confirmed by two members of the annotation team. The cause is undetermined and is being further investigated. However, based on the investigation to date the most likely cause is design/development; research inadequate. No device or service history record was performed because the software application is not manufactured or serviced. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nurse stated they saw many pauses on certain date but only one has an electrocardiogram (ECG). The pause with ECG was true. Nurse stated they did not saw the other two electrocardiogram (ECG). They had stated the other two pauses were false according to artificial intelligence (ai) algorithm. Technical support was provided; explained that the pause episodes were true. Pause detection was programmed to two seconds duration instead of nominal three seconds recording. As the physician decision to program it that way for the patient and as such it was probably better to turn artificial intelligence (ai) algorithm. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No data medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nurse stated they saw many pauses on certain date but only one has an electrocardiogram (ECG). The pause with ECG was true. Nurse stated they did not saw the other two electrocardiogram (ECG). They had stated the other two pauses were false according to artificial intelligence (ai) algorithm. Technical support was provided; explained that the pause episodes were true. Pause detection was programmed to two seconds duration instead of nominal three seconds recording. As the physician decision to program it that way for the patient and as such it was probably better to turn artificial intelligence (ai) algorithm.